Manufacturer narrative:
(B)(4). Date sent: 3/13/2020. D4: batch # t94u6p. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the jaws did not clamp the tissue firmly during use and a tear drop-shaped clip was formed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.